Event description:
Portable will only drive backwards, very hard to push, took 2 images in pacu, 3rd image would not expose. Rotator would not expose. Had to wait for other portable to get out of room to finish the patient's exam. Medical engineering replaced drive handle; calibrated & tested ok also replaced xray hand switch.